Event description:
Customer reported image quality issue, images come up in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller pcb. System operates as intended.